Event description:
Patient had percutaneous coronary intervention (pci) with two stents placed and the active clotting time(act) machine was giving falsely low results and that resulted in giving higher doses of heparin to keep the act numbers in the appropriate range for the pci to be done safely. Before the end of the case, the machine in the cath lab room was giving act as 198 which is low for the standard of pci preferred act values, and the patient was given more heparin. Shortly after finishing the case, the patient developed subconjunctival bleed in the left eye and mild subcutaneous bleed around the radial access in the right wrist. We checked act and that came back dangerously high >1000, trended down to 648 then 229. Patient was reassessed and no apparent signs of progressing bleeding.